Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that impedances were measured to be low. The hcp decided to do a revision and replace the extension. Impedances were measured to be low after the extension was replaced, so a lead revision was planned for (B)(6) 2017. After the lead revision, impedances remained low again at 270 ohms in unipolar mode and 70 ohms in bipolar mode. The patient felt fine so the hcp decided to program the implantable neurostimulator (ins) in unipolar mode. The cause of the low impedances was unknown. No diagnostics or troubleshooting was done. The patient was alive with no injury. No further patient complications were anticipated/reported.

Manufacturer narrative:
Analysis of the extension found no anomaly. If information is provided in the future, a supplemental report will be issued.